Event description:
It was reported during setup and inspection for use for a diagnostic procedure, the endoscopic image of the gastrointestinal videoscope had noise that was too heavy, affecting use. The procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
E1/Initial Reporter Establishment Name: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.